Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they saw a "call medtronic" message when they were plugging the controller into the wall outlet on saturday, but they were unsure of the exact error message. Pt noted they woke up the next day (sunday) and their controller was blank/unresponsive. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt saw the "memory problem data has been lost message" which was normal. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt recharge their controller, document any error messages, and call back if necessary. Additional information was received from the pt. Pt called back and said issue was persisting. They said the screen went blank again about a week and a half ago and won¿t come back on. They said serial number on controller is rubbed off and not legible. Pt hears rattling inside controller. They said port of controller looks intact. They said recharger (rtm) heat up when this started but then stopped. A replacement controller was requested. Additional information was received from the pt. Pt called back saying they got the controller but was getting a screen saying the ¿ins battery was empty¿. Pt attempted to start a recharge session, but got the ¿recharging not available, install mdt battery pack screen¿. Pt hadn't switched battery from old controller yet, and then said, ¿because the battery pack fell apart¿. It was determined that the bottom half of the battery pack was stuck inside the controller. A replacement battery pack was requested. Pt mentioned they usually need to use a screwdriver to get the battery pack out. Additional information was received from the pt. Pt called back stating that now nothing was working. Pt stated that they had a new controller, but the recharger (rtm) got hot last night, and they never could pull up what they were supposed to pull up. Pt clarified and stated that when they connected the rtm to the controller, the equipment just would not work as the controller said it was not connecting and to ¿call mdt¿ when trying to recharge the implanted neurostimulator (ins). The exact error message that appeared are unknown. Pt stated that the controller kept telling them to reposition the rtm. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: h3: analysis of the 97755 recharger (rtm) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.